Manufacturer narrative:
(B)(4). Add'l info has been requested, a f/u will be sent once add'l info has been rec'd.

Event description:
Literature: lanza ga, grimaldi r, greco s, et al. Spinal cord stimulation for the treatment of refractory angina pectoris: a multicenter randomized single-blind study (the scs-ita trial). Pain. 2011;152(1):45-52. (B)(6). Doi: 10.1016/j.pain.2010.08.044. Summary: the authors evaluated 25 refractory angina pts who rec'd a spinal cord stimulator between (B)(6) 2005 to (B)(6) 2009; pts were randomized to three groups: paresthesic scs (group ps; n = 10), subliminal scs (group ss; n = 7) or 'sham' scs (group ns; n = 8). After 1 month group ns pts were randomized to either group ps or ss. After 1 month, changes in angina episodes (p = 0.016), nitroglycerin use (p = 0.015), angina class (p = 0.02), quality of life score (p = 0.05), and items 2 (p = 0.008) and 3 (p = 0.009) of seattle angina questionnaire differed significantly among groups. Group ps showed significant improvement in outcomes compared to group ns, whereas there were no significant differences between group ss and ns; furthermore, only nitroglycerin use differed significantly between groups ps and ss. At 3 months, a significant difference between groups ps and ss was observed in angina attacks (p = 0.002), but not in other variables. Thus, in this study, paresthesic, but not subliminal scs was superior to sham scs in improving clinical status in refractory angina pts. Reportable event: the authors report that after the 1-month f/u visit, one pt randomized to group ps, was admitted to the hospital and died from acute myocardial infarction before completing the 3-month f/u. This pt was noted to have been excluded from analyses.